Event description:
Major pump unit(s) involved: device thrombosisadditional text: visable thrombus at inflow staterspecific component(s) involved: pump drive unit malfunctionadditional text: + ramp, changes in piother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of pumpother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: pump drive unit malfunction